Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. The customer reported battery longevity issues. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated the pump was exposed to an airport scanner. Troubleshooting was but did not resolve the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was not claiming over delivery of the insulin pump.